Event description:
It was reported that removal difficulties were encountered and shaft break occurred. The target lesion was located in an arteriovenous fistula. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, after the initial inflation, the device was hard to remove from the patient's body and appeared to be separated. The device was removed intact and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a 12x40x75 gladiator device was returned for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. No issues were identified with the balloon material which could potentially have contributed to this complaint. A visual and tactile examination found the shaft of the device to be kinked at approximately 85mm proximal of the proximal balloon bond. Stretching of the shaft was also noted beginning approximately 15mm proximal of the proximal balloon bond and extending approximately 20mm proximally down the shaft. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination identified no damage to the tip of the device. No other issues were noted with the device.

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. The target lesion was located in an arteriovenous fistula. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, after the initial inflation, the device was hard to remove from the patient's body and appeared to be separated. The device was removed intact and the procedure was completed with a different device. No patient complications were reported.